Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the clinic for follow-up, and it was observed that the device had less than 3 months to eri. The device was explanted and replaced due to accelerated battery depletion.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested using automated test equipment and no anomaly was found.